Manufacturer narrative:
(B)(4). The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
When a performance verification was conducted an error 1000 was observed. There was no pt involvement with this issue.